Event description:
The minor patient, with the permission of the mother, contacted animas on (B)(6) 2012, alleging the pump will not power up with the insertion of a new alkaline battery during a routine battery change. The patient stated the pump has auditory beeping but does not power on completely to the verify screen. The patient stated an alkaline battery is being used in the pump. The patient stated that there was visible crack in the battery compartment and the battery cap is secure on the pump without the yellow o-ring visible. On inspection of the battery compartment, the patient stated there was visible black corrosion in the bottom of the battery compartment. The patient stated the pump had been exposed to "splashing" of water, but was not immersed. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of a power issue in a pump without overt evidence of moisture remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: power on resets were confirmed in the black box. There was visible corrosion in the battery compartment. There was no damage observed to the returned battery cap or batter compartment. The battery cap fully tightened and the yellow o-ring was not visible. The pump was exercised for 24 hours with no power interruptions duplicated. The pump passed an in house leak test. The pump was removed and there was no moisture found on the pcb or internal component.